Event description:
It is reported that the device had been implanted in 2004. Post-op, the pt broke a femoral stem, and it was revised in 2005. The stem was broken at the taper and the taper was still very much attached to the porous adapter with part of the screw. The other part of the screw was in the stem. The screw did not back out or become loose.

Event description:
It is reported that the device had been implanted in 2004. Post-op, the pt broke a femoral stem, and it was revised in 2005. The stem was broken at the taper and the taper was still very much attached to the porous adapter with part of the screw. The other part of the screw was in the stem. The screw did not back out or become loose.

Event description:
The device had been implanted in 2004. Post-op, the pt broke a femoral stem, and it was revised in 2005. The stem was broken at the taper and the taper was still very much attached to the porous adapter with part of the screw. The other part of the screw was in the stem. The screw did not back out or become loose.